Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm was noted. The pump was received with cracked case at the display window corner, cracked case at the reservoir tube window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 512 mg/dl. The customer treated the high blood glucose with manual injection. The customer stated that a week ago, she started to notice frequent motor errors on the pump. The customer stated that she changed the infusion set 4 times and was not able to get the pump to work. The customer was unable to troubleshoot during the time of call. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs to troubleshoot. The customer will be sent a replacement pump.